Event description:
Even desc: oral et fastener was in placed on pt. While pt was being respositioned, et fastener broke. The tube holder was firmly on the et and the holder was firmly secured on face, but the white plastic connection broke off and the pt became extubated. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The user facility also reported to the MFR that there was no pt injury or harm reported. The pt extubated during movement. Pt breathed on their own and was not re-intubated. Instructions for use state that the suitability of the oral endotracheal fastener must be assessed for each pt. Additionally, the instructions for use state that the oral endotracheal tube fastener has been evaluated in an adult population and that this product is not intended for use with pediatric pts.